Manufacturer narrative:
(B)(4). The device was manufactured between january 14, 2014 ¿ january 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the particulate matter could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter received one sample for evaluation. Visual inspection confirmed white particles between 0.20 - 0.30mm in size floating in the solution of the bladder; the particles were in the fluid path. Fourier transform infrared spectroscopy (ftir) spectrophotometer scanning identified the particles to be acrylic material. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside the balloon that appeared to be white in color. There was no patient involvement. Additional information was requested and is not available.